Event description:
Customer reported the gravity set tubing failed in the cath lab. Pt received an overinfusion of 500ml normal saline before the open pinch clamp was noticed. Customer also reported the pt received lasix ivp, but was not sure if the lasix was given as a result of the overinfusion. There was no report of pt harm or medical intervention. No further pt/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.